Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a crack on scope body, water tightness is lost, due to deformation of up/down knob, water tightness is lost, due to deformation of right/left knob, water tightness is lost and due to wear of scope cover packing, water tightness is lost. In addition, due to wear of fe lever, up/down knob cannot be locked securely. Air/water cylinder has foreign objects. Sheet holder unit has corrosion due to water leakage. The electrical connector has corrosion due to water leakage. Finally, due to dirt on objective lens, the image has a stain, probe cover has a chip, objective lens has a scratch, connecting tube has a wrinkle and adhesive around objective lens has corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gi scope has a defective lens. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the air/ water tube has foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the up/down (ud) angulation control knob, right/left (rl) angulation control knob, and scope connector cover (s-cover) packing. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.